Manufacturer narrative:
Event date is estimated. A patient experienced autoreducing/ high impedance was reported to abbott. As a result, the leads and ipg were removed. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-00853. Patients was reportedly experiencing high impedance on multiple lead contacts on both of their implanted leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patients leads and ipg were explanted and replaced. Therapy was restored post-operatively.